Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) has retained legal counsel. It was reported that the patient sustained severe physical injuries, severe emotional distress, economic losses, and other damages, and was therefore entitled to compensatory damages and equitable and declaratory relief according to proof.